Event description:
During a breast biopsy the customer was unable to retrieve any speciments. During troubleshooting it was discovered that the dc adapter for the blue cable had broken off. The procedure was stopped and the pt was rescheduled at another facility for two days later. The pt was sent home under normal post biopsy instructions. The device was sent for repair.